Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation. Emdr section h6: code d12-according to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H10 code b20: evaluation of the device could not be conducted because it remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Reportedly on (B)(6), 2021, this patient underwent an endovascular repair of a degenerative thoracoabdominal type aneurysm. During the procedure planning, it was determined that the superior mesenteric artery, celiac trunk, right and left renal artery will be incorporated in the fenestrated and branched endograft. Four gore® viabahn® vbx balloon expandable endoprostheses (vbx device) were used in this process. Reportedly, the whole procedure was uneventful, aortic access was successfully gained, the gore devices were deployed as intended, catheters were successfully removed and the patency of the devices were confirmed at the end of the procedure. The patient received an a single antiplatelet therapy during the procedure. Reportedly on (B)(6), 2022, an adverse event termed "in-stent stenosis in vbx in left renal artery", the primary relationship was recorded as vbx-stent graft related and reintervention was performed and the patient recovered without any sequelae. 2203-a:-other is used to capture reported in-stent stenosis.

Manufacturer narrative:
Sections b1 and b4 updated to reflect results of investigation.

Event description:
Reportedly on (B)(6) 2021, this patient underwent a staged endovascular repair of a degenerative thoracoabdominal type aneurysm. During the staged procedure planning, it was determined that the superior mesenteric artery, right and left renal arteries will be incorporated in the branched endograft. Three gore® viabahn® vbx balloon expandable endoprostheses (vbx device) were implanted in the procedure on (B)(6) 2021. One gore® viabahn® vbx balloon expandable endoprostheses (vbx device) was implanted into the celiac trunk on (B)(6) 2021. Reportedly, the whole procedure was uneventful, aortic access was successfully gained, the gore devices were deployed as intended, catheters were successfully removed and the patency of the devices were confirmed at the end of the procedure. The patient received an a single antiplatelet therapy during the procedure. Reportedly on october 13, 2022, an adverse event termed "in-stent stenosis in vbx in left renal artery", the primary relationship was recorded as vbx-stent graft related. The in-sent stenosis was found on a cta scan. According to the database a reintervention was required to treat the stenosis that resulted from the fold of the prosthesis was resolved with pta, performed on (B)(6) 2022. The patient recovered without any sequelae.